Event description:
Sorin group USA received a report on an s3 roller pump that during a procedure there was a pump stop. The s3 roller pump was linked to the cardioplegia pump and stopped when the perfusionist began delivering the cardioplegia. The system was power cycled and the case was continued with no further issues. There was no patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures this centrifugal pump system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group USA received a report on an s3 roller pump that during a procedure there was a pump stop. The s3 roller pump was linked to the cardioplegia pump and stopped when the perfusionist began delivering the cardioplegia. The system was power cycled and the case was continued with no further issues. There was no patient injury. The pump was given to the hospital's bio-medical department. The bio-medical engineer checked the pump to confirm that all circuit boards were seated correctly. The bio-medical engineer stated that the pump is working fine. The pump will be returned to service.